Manufacturer narrative:
H.6 adverse event problem: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the procedural setup, the aquabeam handpiece and aquabeam scope were not able to be locked in place and the aquabeam handpiece scope carriage was not able to be rolled back as the aquabeam scope was not in place. As a result, a second handpiece and scope were used to address the issue; however, the same situation was encountered with these two other units. A third handpiece and scope were used to complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of warranty replacement. Visual inspection confirmed the reported failure. Root cause is user error as investigation indicates that the handpiece was docked to a motorpack before complete scope insertion. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 24c00112 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup retract the scope tube tip on the aquabeam handpiece to 1 inch (2.54 cm) in front of its fully proximal position. While supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. Confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.